Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous, 90% stenosed left anterior descending (lad) and diagonal coronary arteries. The 2.75x23 mm xience v stent was deployed in the lad and 2.5x23 mm xience v stent was deployed in the proximal diagonal at 16 atmospheres for 10 seconds. Post-dilatation was performed with a 2.0x8 mm balloon and a check shot showed a dissection in the lad. The dissection was then stented with a 2.75x18 mm xience v stent. Then the xience v stent was dilated with a 3.0x8mm balloon at 18 atmospheres. Finally there was timi 3 flow and the patient was moved to the cardiac care unit. After about 4 hours the patient experienced hypotension and noraid and dopamine were administered. After 30 minutes the patient developed sudden cardiac arrest. CPR was performed and atropine and adrenaline were given every 3 minutes but the patient could not be revived and expired. There were no other issues noted with any of the xience stents. The physician stated the xience stents did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
N/a.